Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).